Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedances, loss of capture, and it was not sensing. An x-ray was performed which confirmed the lead had dislodged. Programming changes were made until a revision could occur. The lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 420 millimeters (mm) from the tip. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue.

Event description:
This lead was later explanted at a device change out procedure. There were no adverse patient effects reported at the time of the explant procedure.

Event description:
This lead was later explanted at a device change out procedure. There were no adverse patient effects reported at the time of the explant procedure.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.